Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported a false negative result with the ID now covid-19 assay on an unknown date, using an unspecified sample type. Confirmation (B)(6) pcr testing on an unknown date, using an unspecified sample, generated a positive result. No lot number or catalogue number was provided. No additional patient information, including treatment and outcome, was provided. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The supplemental report is being submitted to correct the initial report that was submitted for an alleged false negative result. Information provided by the customer was only hypothetical and no actual false negative results were generated. There was no product malfunction and therefore no complaint investigation is warranted.

Event description:
The report is being submitted to correct the initial report that was submitted for a false negative. Furthermore case review determined that the information provided by the customer was only hypothetical and no actual false negative or conflicting results were generated.